Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the prograsp forceps instrument broke and fell into the patient. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reporting the issue did not have any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.